Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned products identified signs of wear threads due to usage. The devices were engaged. Functional testing to recreate the reported event was performed. The devices were determined to be stuck together. Patient had (high density) type I bone. The reported device was being placed on tooth # 9 when the incident occurred. The reported devices were being placed on tooth # 30 when the incident x-ray/picture image was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the transfer analog was stuck to the implant and would not disengage. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Last name unknown / not provided. Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the transfer analog was stuck to the implant and would not disengage. The implant was removed and the procedure was completed with another implant.